Manufacturer narrative:
Patient information was unavailable from the site. Device UDI not provided. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used in an unknown procedure. It was reported that the site had experienced a low performance during a deep brain stimulation case. The site removed an exam and the issue was resolved. It was unclear if a patient was present at the time of the event.